Event description:
The oxygen monitor displayed a decreased fi02, the ventilator's front panel went blank, no power, and no alarm. After 30 seconds, the unit came back with an e38 error code, and in different settings.